Manufacturer narrative:
A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is due to the patient fall which fractured her trapezium. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 75-year-old female patient fell and fractured the trapezium one week after the surgery. The cup was detached. The cup and neck were removed. It was impossible to put another cup in the trapezium. This led to a trapeziectomy.